Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 (mg/dl). Reportedly, customer believes that it may be due to hormonal changes. System check with tandem technical support indicated pump was performing as intended. Customer indicated that they have been in contact with health care provider (hcp) and discontinued pump use per hcp's advice. Customer did not specify how low bg was treated or back up insulin therapy to be used while off of the pump.